Manufacturer narrative:
On 3/28/2017, the fse verified all alignments inside the sorter, checked all trays, and cleaned the pick up head in the sorter. Small minor adjustments were made. A cup transfer test and a sorter cup discard tests were ran with good results. No further actions required by field service. The probable cause of the event was due to alignment of the sorter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported that they were getting 2151 hybrid arm/cup transfer and 2256 "no rack at sample loader tray, abort run" errors with their a1a2000. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.